Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: emerge 3mm x 20mm; chocolate balloon 3.5mm x 15mm. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the hi torque guide wire instructions for use (IFU) states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures. The investigation was unable to determine a conclusive cause for the reported difficulties of difficult to position resulting in a core separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to perform a left popliteal bypass graft. A 300 cm balance middleweight universal ii guide wire was used and met resistance with a non-abbott balloon catheter which was inside the anatomy during advancement. Additionally, the core of the guide wire separated inside the balloon catheter. The separation occurred outside the anatomy; therefore, both devices were simply withdrawn from the anatomy. Then, the devices were replaced with a 3.0 x 20 mm and a 3.5 x 15 mm non-abbott balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.